Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted in the long trace or device history. Device received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Power error detected recurred within a week of troubleshooting of previous occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.